Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo showing a closed lens case, the reported complaint cannot be determined from the photo provided. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, a damaged intraocular lens (iol) noted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned pressed down on two posts of the lens case base resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and partially adhered, the other haptic is intact. The optic is bent/deformed. We are unable to determine the root cause for the reported complaint "damaged lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).